Event description:
During a lavh the surgeon dissected the ligaments and was ready to create the bladder flap and the devuce stopped working. Surgeon used scissors to create the bladder flap and there was no pt consequence.